Manufacturer narrative:
Clinical evaluation performed by medical affairs director: femoral component revision occurred 5 years and 3 months after cementless total hip arthroplasty. No information concerning patient age and general health status is available. Radiographic image provided shows pronounced stem subsidence, which has probably contributed to stress shielding. Subsidence may be due to insufficient bone quality or insufficient press fit achieved at the time of primary implantation: we do not know when the subsidence occurred, certainly not recently. In this case, initial implant position and femoral bone morphology cannot be assessed not having immediate post-surgery and preop x-rays. Batch review performed on 16 april 2019: lot 124802: (B)(4) items manufactured and released on 21-feb-2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) we were informed about a revision surgery planned on (B)(6). About 5 years and 3 months after primary the surgeon revised the patient for stem subsidence. Stem and ceramic head swapped successfully.